Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was confirmed, and it was attributed to a faulty cable. However, the cause of the faulty cable could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. Additionally, it was noted that the scratches were present on the packing. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that upon connection of the olympus, model ch-s400-xz-ea, 4k autoclavable camera head to the olympus, model otv-s400, video system center, an image was not present. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the event, reported to olympus. The intended procedure was completed using another similar device.